Manufacturer narrative:
The service repair technician confirmed the latch was broken. He replaced the latch. The unit operated to the manufacturer's specifications. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the white centrifugal drive motor clip broke. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
Per the field service representative (fsr) a replacement unit was sent to the end user. The suspect unit was returned to the manufacturer and the latch was found to be damaged and broken off of the motor. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.